Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.5mmx30mm target lesion was located in the severe tortuous and severely calcified left circumflex artery. A 2.50x32mm promus element stent was advanced but failed to cross the lesion. After the device was removed, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and bunched in a proximal direction along the balloon. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.5mmx30mm target lesion was located in the severe tortuous and severely calcified left circumflex artery. A 2.50x32mm promus element stent was advanced but failed to cross the lesion. After the device was removed, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.